Event description:
The pencil would not shut off after activation. There was no pt injury involved.

Manufacturer narrative:
The pencil evaluated was form the same lot number as the pencil in the complaint. The pencil was cycled through activation 20 times. It was also split open and examined, with nothing found broken, misaligned or contaminated. All solder joints and wiring were good.